Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal unraveled while loading into the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.